Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during the open low rectal cancer resection, after fired, there were no staples issued after firing. Suture was used to sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Secondary device evaluation summary: visual/functional comments: a cs40g devices along with a cr40g cartridge were received in the pi lab with a minimal amount of dried body fluids on the surface. Evaluation: the cr40g reload was observed visually and it was determined that the minimal amount of dried blood or body fluid would allow for further analysis to determine if staples had been loaded into the cartridge. The anvil and drivers were examined using a scanning electron microscope (sem) with an energy dispersive x-ray (edx) detector. The edx allows for a careful examination of the elements present on a surface. The cr40g reload contains a green vectra a130 (30% glass filled) cartridge, natural vectra a130 (30% glass filled) drivers, a stainless steel anvil, and titanium alloy (ti3al2.5v) staples. When the device is fired the drivers push the staples out of the cartridge, force them through the tissue, and against the anvil pockets which form the staples into the b configuration. During this process particles of titanium alloy are left on the drivers and traces are left where the staple interacts with the anvil pockets. Pages 2-8 show examples of the edx analysis of an anvil pocket and a driver on the cartridge returned to cincinnati. In total four anvil pockets were analyzed, one from each staple row, along with four drivers again one from each row. The pockets were analyzed as pairs on different areas of each side of the anvil. The drivers were selected at random from different areas of each line. Titanium alloy was found on every driver and anvil pocket analyzed. The anvil pockets also contained deformed areas consistent with the interaction of the staples and anvil surface. Conclusion: evidence of the titanium alloy used to produce the staples in the cr40g reload was found on the cartridge drivers and anvil. Also, the anvil pockets showed evidence that staples had been formed. This indicates that staples were loaded into the cartridge when it was manufactured.

Manufacturer narrative:
(B)(4). Batch # p55k93. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.